Event description:
The device powered itself on, displayed a red "x" indicator and gave a "unit failed" prompt. There was no patient involvement during the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.